Event description:
A customer contacted beckman coulter, inc (bec) concerning an erroneously elevated troponin (accutni) result, above the ami cutoff, generated by synchron lxi 725 clinical system for one patient. The result was not reported out of the laboratory. Repeat testing on an alternate instrument produced a result within the risk stratification range. There was no report of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
The sample was lithium heparin plasma centrifuged at 4400 rpm for ten (10) minutes. Qc data was not supplied by the customer. A system check was performed on (B)(6) 2011, and failed the washed portion of the system check. All other portions of the system check were within specifications. Only washed portion of system check was performed again on (B)(6) 2011, and passed within specifications. The customer had performed a passing accutni calibration on (B)(6) 2011. The customer reported having "sample count outside of limits" error. Service was dispatched for this event and on-site on (B)(4) 2011. The customer noted that there was air in the substrate lines. Bec field service engineer (fse) checked dates and found substrate was changed that day. The fse primed and ran high sensitivity system check, which passed the specifications. Although system issues may have contributed to this event, no definitive root cause could be determined.